Manufacturer narrative:
Physio-control evaluated the device and observed several errors logged in the memory. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed main pcb assembly was further tested at the failure analysis center and the reported failure verified. The device program was not fully functional to log the error and illuminate the service indication. Further component root cause from the assembly was not determined.

Event description:
It was reported that the device had several errors logged in the memory suggesting a potential critical malfunction. There was no report of patient involvement with incident.